Event description:
Caller states that he tested 2.4 inr on the coaguchek xs system and 1.9 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during an unknown procedure, "the device was defective." It is unknown how the case was completed. There was no adverse consequence to the patient reported. The information was on a note with no other information.